Event description:
Revision surgery - due to the acetabular cup being loose. There was no bone growth on the shell and the cup was hanging from a screw. The surgeon removed the cup, liner and head. He replaced the cup and liner with zimmer products.

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 5.25 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the device loosening was reported as poor bone growth into the implant. There is no information reported that showed a material, design, or manufacturing problem with the product.